Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failed to close. The customer stated that the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to close. A field service engineer (fse) secured the latch screws, secured the solenoid and springs assembly, and then rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.